Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having headaches, and choking spells when using devices, also diagnosed with copd. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches, and choking spells when using devices, also diagnosed with copd related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was evaluated and found evidence of sound abatement foam degradation/breakdown was not observed in the base unit with visual inspection. In secondary findings, during the investigation, it observed minor dust/dirt contamination on top and bottom enclosures, rear panel, control dial, ui panel, sd cover flip door, accessory module flip door, blower, blower box, blower outlet seal. Red marking on top enclosure. Green markings on bottom enclosure. Unknown contaminate on rear panel, inside ui panel. Liquid ingress was observed on the blower.